Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive. The reported issue occurred when the representative attempted to load exams on the navigation system in the cranial application software. The representative reported that they left the system to attend to other business at the site when they found an error message on a black screen. The representative was unable to leave the screen. The system was restarted to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the video cable for the monitor was re-seated by the representative. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.